Event description:
Deformed conductor/catheter/stylets/guidewire, attempted implant/not implanted/not used. (B) (6) 2010: no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed defib conductor distorted.